Event description:
It was reported that the ilet pump displayed a white screen and intermittently a black screen with no lock icon after restart, rendering the user interface unreadable and the device unusable; the pump emitted beeps of unknown origin, and the user was advised to shut down the device and transition to backup therapy while a replacement was arranged. Symptoms included inability to view device information and uncertainty regarding blood glucose and insulin status. Outcomes included interruption of therapy and reliance on backup diabetes management. Investigation included customer service troubleshooting and arrangements for device replacement and return for evaluation. Investigation of this case revealed a screen visibility failure that prevented normal operation. It was concluded that the device experienced a display malfunction leading to loss of user interface and therapy interruption. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.